Event description:
It was reported that the physician explanted the patient's perceval valve size 21 on (B)(6) 2017 due to aortic stenosis and aortic insufficiency. The perceval was removed and replaced with 25 freestyle root valve. Prior to surgery the patient had increasing shortness of breath. The explanted device is available for return. The patient experienced increasing symptoms of aortic regurgitation (shortness of breath) upon her last visit and was found to be a good candidate for reintervention. The echo on (B)(6) 2016 measured a peak gradient of 92 mmhg and the aortic area was 0.8cm2. It was stated that the patient was discharged on (B)(6) 2017 and was doing well after surgery.

Manufacturer narrative:
The valve is available for return however, the hospital is in process of revamping the policies and they will need clearance to return the valve in question and this process will take some time. A date for return is unknown. Therefore this file will be closed and if the valve shall be received, the file can be re-opened and device evaluated at that time.